Event description:
The customer complaint was received via medwatch. The customer alleges that at the end of a surgical procedure (right knee arthroplasty), an attempt was made to remove the epidural catheter. Upon the removal attempt; the catheter fractured with approximately 5 to 6 cm of retained material. Intervention - neurosurgery was consulted as a result of this issue. No information regarding patient condition reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report. Additional information requested from user facility. To date, no additional information or response from user facility provided.